Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to the metal present in essure coils") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and drug intolerance. In 2010, the patient started essure. On an unknown date, the patient experienced allergy to metals (serious criteria medically significant and clinically significant/intervention required), myalgia ("muscular pain"), arthralgia ("joint pain"), fatigue ("continuous fatigue") and weight increased ("weight gain"). The patient was treated with surgery (removal of essure is planned for (B)(6) 2017). At the time of the report, the allergy to metals, myalgia, arthralgia, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, myalgia, arthralgia, fatigue and weight increased to be related to essure. The reporter commented: she finally met a gynecologist who linked the events with essure. She considered lodging a complaint. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported allergy to the metal present in essure coils. Removal of essure was planned. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical allergy symptoms were described. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 31-jan-2017 for the following meddra preferred term: allergy to metals analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-jan-2017: after company internal review, similar incident listing statement was amended. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported allergy to the metal present in essure coils. Removal of essure was planned. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical allergy symptoms were described. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information cannot be obtained.